Event description:
Sent this series of emails to the director of security, in 2009: I am a woman who was in the parking lot, when a siren, which I am assuming was one that is used for tornado alerts, went off. After it did, I experienced floaters in my eyes and still have them 24 hrs later. I am going to contact my dr tomorrow, but wanted to let you know about this since it occurred right after I heard the loud sirens go off in the parking lot. I wanted to try and find out if this was a test, and if it was, I am very understanding of the fact that these must be tested from time to time, but I also wanted you to know that the sound in that parking lot was deafening. It is not something I would want to go through again if I could avoid it. Please let me know if this was a test at that time and if you have had any other reports of this causing any other health issues. Reply from director of security: you were correct in that, the city tests their sirens the first saturday of every month at noon. I will pass this info onto the city. What do you mean by floaters in my eyes? I am assuming it means an uncontrollable tearing or watering. I have not heard of any other health effects from other residents, but the city may. Again, I will check the city. My reply to director of security: update: I have just returned after having an eye exam. Dr examined me and said that he did not see any major problem with my eyes, which I was greatly relieved to hear. I have done some research on these floaters and found the following concerning them: most spots and floaters in the eye are harmless and merely annoying. Many will fade over time and become less bothersome. Sometimes people are interested in surgery to remove floaters, but doctors are willing to perform such surgery only in rare instances. However, the sudden appearance of a significant number of floaters, especially if they are accompanied by flashes of light or other vision disturbances, could indicate a retinal detachment or other serious problem in the eye. Here is more on sudden sound: sudden sound is an urgent wake-up call that alerts and activates the stress response of a biological alarm that affects the brain in powerful ways. Because loud noise often heralds bad news, animals and humans have evolved a rapid response to audio stressors: the roar of a carnivore, the crack of a falling tree, the scream of a child. More recently: the explosion of a weapon, the wail of a siren, the crash of the stock market. I would like to suggest that you take a measuring instrument down to the area and measure the decimals in the parking lot there. I think you would be surprised at how loud the siren is in that area. I am hoping my symptoms will lessen with time, but a small child or baby may not have the capacity to put their hands over their ears when the siren goes off in the future. Thank you for your response and I hope you will take this to heart and follow up on it. The max level allowed is 123 decibels. I never heard back from director of security on this. The reason I am sending this to the u.s. Food and drug administration is that I had lasik surgery on both eyes back in 1997 and it was a success, but I wondered after this issue with the floaters happened, which I still have, but the flashes of light are gone now, happened if it makes your eyes more susceptible to having problems like this from loud noises. Could someone please reply to this issue? I appreciate your looking into lasik surgery issues.